Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the distal end of the mcs main tube extension exhibited localized melting, which is indicative of arcing. The instrument was found to have a melted tube extension at the distal end. No pieces were missing. A piece measuring roughly 2.67mm x 2.22mm in size was returned with the instrument. The distal end of the mcs tube extension exhibited localized melting, which is indicative of arcing. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions.

Event description:
It was reported that during central processing, the orange tip of the monopolar curved scissors instrument was found burnt. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was found in central reprocessing, nothing was reported during a case for this issue.